Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a representative from an eye care provider¿s office (ecp) to report that a patient (pt) experienced dry eye and eye irritation after 3-5 days of wearing the acuvue oasys brand contact lens and has developed a corneal ulcer. The representative reported that the pt went through the trial period for a couple of days without issue. He/she reported that the pt worked in a hospital and the doctor at the hospital diagnosed the pt with the corneal ulcer. The event date was reported as (B)(6) 2017. Additional medical information was requested. On 27jun2017 a return call was received from the pts prescribing ecp with additional medical information: the ecp reported that the pt was originally seen on (B)(6) 2017 and was refit with the acuvue oasys brand contact lenses; the pt was previously in the 1-day moist brand contact lenses; the ecp reported that he/she did not treat the pt; the pt returned for a follow-up exam on (B)(6) 2017 after being treated by an ophthalmologist for 2 weeks; the ecp reported that the pt initially reported discomfort for about 5 days, then saw the ecp; the pt was diagnosed with an od corneal ulcer and was prescribed vigamox (frequency of the treatment was unknown); the ecp reported that the od ulcer ¿looked mostly healed over¿ on (B)(6) 2017 and the ulcer ¿didn¿t look like an active infection anymore¿; the ecp reported the ophthalmologist is switching the pt to a steroid eye drop (name of the drop was unknown; the ecp reported that the od corneal ulcer was peripheral, inferior, close to the limbus; ecp also reported that the ¿ulcer is not a perfect circle, so may have been two spots but close together if so¿; no refraction was performed, but due to the location, did not feel the visual acuity was affected; the pt will have a scar od. No additional medical information was provided. On 30jun2017 a call was placed to the pt and additional information was provided; pt reported he/she is a physician¿s assistant (pa) and works in the hospital; he/she inserted a new lens and experienced eye pain after a few hours of wear; pt thought it was due to the dry air in the hospital and thought the eyes were dry; pt reported when the suspect od lens was removed he/she saw a white circle in the eye; pt reported he/she went to an ophthalmologist in the hospital and the ecp diagnosed the od corneal ulcer; the corneal ulcer was located at 6¿oclock od; pt was prescribed vigamox every hour for the first couple of days, then the frequency decreased over a week; pt was also prescribed a steroid (name of the eye drop was unknown); pt reported having multiple follow-up appointment with the ophthalmologist; the od corneal ulcer has resolved and the pt has a scar; pt is currently wearing glasses and does not know when he/she will return to contact lens wear; pt stated that he/she is not currently taking any medication for the od; pt reported the suspect od contact lens is available and will return it for evaluation; pt reported not sleeping in the lenses and uses opti-free multi-purpose solution for disinfection; pt reports possibly switching back to a daily lens. No additional medical information was received. Multiple attempts were made to the pts treating ecp for additional information, but no new information has been received. The suspect product was requested, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mw1x was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.